Event description:
It was reported the patient failed to recharge and use the ipg for the past 6 months. As a result, the ipg is inoperable. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2015 and therapy was restored. The issue resolved.